Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation summary shows, the device history record review could not be conducted. No parts received for investigation. Root cause could not be defined due to the missing material. Without investigation it cannot be defined if a corrective action is necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient slipped and fell on (B)(6) 2015, in connection with the accident; the patient suffered a distal fracture in the diaphysis of the right thigh. Also on (B)(6) 2015, the patient had a laminofixation operation, implanting a less invasive stabilization system (liss) locking compression plate (lcp) distal femur 11-holes; the patient could only do toe- touching with weight bearing only afterwards. On (B)(6) 2015, the patient was discharged to (B)(6) hospital for further care. For six weeks, the patient's rehabilitation progressed normally; she was able to walk using a high walker with toe-touch weight bearing for the lower right extremity. On (B)(6) 2015, the six-week control at the outpatient surgery showed that the surgical wound was clean. The knee extension was normal the knee flexion was at 100 degrees. The radiological imaging shows that the fixation material is in its original position. The fracture cleft is still visible but medial callus formation was already present. The patient was instructed to gradually increase weight bearing as tolerated. The patient was discharged on (B)(6) 2015, but referred again to the (B)(6) hospital on (B)(6) 2015 due to a diaphysis fracture in the right thigh. The patient felt pain in her right thigh after entering and exiting out of a vehicle from her home. However, the pain in the thigh became so intense that she sought medical attention. X-rays showed a distal re-fracture in the laminofixated thigh and the distal section of the plate had split in two on an unknown date. On (B)(6) 2015, the broken liss locking compression plate with 11-holes was surgically removed and replaced with a corresponding, longer plate with 13 holes. On (B)(6) 2015, the patient was discharged to (B)(6) hospital where rehabilitation progressed well again. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight is not available for reporting. Concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 5.0mm locking screw 32mm (part 412.210, lot unknown, quantity 2), 5.0mm locking screw 34mm (part 412.211, lot unknown, quantity 2), 5.0mm locking screw 34mm (part 412.212, lot unknown, quantity 1), 5.0mm locking screw 75mm (part 412.224, lot unknown, quantity 2), 5.0mm locking screw 42mm (part 412.215, lot unknown, quantity 1), 5.0mm locking screw 48mm (part 412.218, lot unknown, quantity 1).

Manufacturer narrative:
Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. On the received x-rays it is visible, that the plate is broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.